Manufacturer narrative:
The eon mini ipg was explanted for unknown reasons. There is insufficient information with regards to any allegations against the ipg. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient, device and event information. Further information was requested but not received.

Event description:
Patient¿s ipg was explanted for an unknown reason. The date of explant is unknown.